Event description:
It was stated that the customer was hospitalized for low blood glucose levels. No blood glucose reading was reported. It was stated that the customer was using a glucose meter that was off by 80 points or more. The customer's wife did not have the insulin pump with her at the time of the call. No troubleshooting was performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.